Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-09584. The patient is implanted with two scs systems. This report pertains to the cervical system. It was reported the patient¿s cervical leads migrated. As a result, the physician explanted the two leads and replaced them with one new model. Postoperatively, effective therapy was restored.